Manufacturer narrative:
On 19nov2015, immucor technical support used a remote electronic connection method to assess the instrument test well images in question and instrument history, and determined that liquid sample was not added to the test wells. On (B)(4) 2015, an immucor field service engineer (fse) visited the customer site and made a small adjustment to the washer residual volume. After this adjustment, the instrument was determined to be operating as expected.

Event description:
On (B)(6) 2015, a customer site reported an unexpected negative antibody screen when testing on a galileo echo, when tested on (B)(6) 2015.